Event description:
It was reported that on (B)(6) 2013, the patient underwent a procedure to treat a chronic total occlusion in the mild to moderately calcified left anterior descending (lad) artery. An asahi prowater guidewire was advanced into the patient anatomy and a dissection occurred. Pre-dilatation was performed using a 2.5 x 20 mm nc trek rx balloon dilatation catheter (bdc). A 3.5 x 28 mm xience v rx stent, a 3.0 x 28 mm xience v rx stent were implanted in the totally occluded lad and a 2.5 x 23 mm xience v rx stent was implanted in the lad to treat the dissection. Post-dilatation was performed in the most distally placed stent (2.5 x 23 mm xience v rx) using a 2.75 x 15 mm nc trek rx bdc as routine post dilatation. However, during post-dilatation using an unspecified inflation device, the 2.75 x 15 mm nc trek bdc balloon ruptured at 6 atmospheres during the first inflation. There was no resistance during advancement or retraction of the 2.75 x 15 mm nc trek rx. As the 2.5 x 23 mm xience v stent was felt to be well apposed, no further dilatation was performed. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.5 x 20 mm nc trek rx. Guide wire: asahi prowater. Stent: 3.5x28 xience v rx; 3.0x28 xience v rx; 2.5x23 xience v rx. The device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.